Manufacturer narrative:
Reported event of sheath detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare would not extend; post procedure it was noted that the proximal part of the sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device found that the flare detached. The handle cannula was in good condition and the device presented evidence of flaring process. The dongle shaft was inspected and it was found in good condition; however, the dongle housing was found with extra material on the internal walls, a cross section was performed and this piece was found with internal shaving. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached; this condition does not allow the device to be actuated. The most probable root cause of this event is supplier manufacturing. The supplier completed the investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare would not extend; post procedure, it was noted that the proximal part of the sheath was detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.